Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the arterial line stat-lock cracked and leaking. After the arterial line is inserted a stat-lock device is placed on the end to connect to the transducer tubing. Newly inserted arterial line - rn noted blood began backing up in transducer tubing, poor waveform, and leaking at the connection site. No other information was provided.